Event description:
The customer reported being unable to acquire lead 5 of the 12-lead ECG signal, which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported being unable to acquire lead 5 of the 12-lead ECG signal, which could impact or delay diagnosis or treatment. On 2/6/08, the field service engineer evaluated the device. The symptom could not be duplicated and the device passed all testing. No related parts were replaced. We are considering this a malfunction. We cannot determine the case since we could not duplicate the symptom, the customer has not called back regarding this issue for this device. (B) (4).